Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority 30176 (max air exceeded) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell two of peritoneal dialysis therapy. The hp reported that there was a small leak at the connection on the second bag. The hp stated that they connected and put tape over it but somehow there was still a small drill coming from the connection, but no damage on the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.